Event description:
The customer reported that the unit is stuck in the battery capacity test mode.

Manufacturer narrative:
The customer reported that the unit is stuck in the battery capacity test mode. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted, upon completion of the investigation.